Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced cannula set's being kinked on (B)(6) 2024. The issue led to an increase in blood glucose level and treated with correction injection via multiple daily injection. The set was found to be kinked 3 or more hours after insertion. The site of insertion was located at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.